Event description:
It was reported from the facility that, "skin tears from ioban" were happening.

Manufacturer narrative:
It was reported from the facility that, "skin tears from ioban" were happening. It was reported that on 09/03/2025, "when the shoulder table was raised from a flat supine position to a lazy beach chair position the patient's right arm hit the non-operative arm holder. A skin tear was the result. A dressing of adaptic petroleum gauze, tegaderm occlusive dressing and ace bandage was placed over the wound. After the procedure was completed and drapes removed it was noted that the patient had additional skin tears to the left upper arm distal to the incision. A dressing of steri-strips, flat gauze, kerlix and an ace wrap were applied to the area of the skin tear distal to the incision". No additional information is available at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.